Event description:
It was reported that a patient received a resorbable bone void filler implant during an open reduction and internal fixation to repair a calcaneal fracture. Approximately four weeks post-op, it was suspected that the patient had an open surgical wound infection and he was returned to the or for wound lavage and cultures. During the procedure, the implant site was curetted of "granulomatous" implant material, which was explanted and discarded. The patient was treated with antibiotics ("prophylactic and treatment"). The patient's current condition was noted as "in recovery. In general terms well".

Manufacturer narrative:
(B)(4). Device history records for the suspect lot of product were reviewed and indicated that the subject graft was manufactured per procedure and met all required product specifications. There were no deficiencies, irregularities or non-conformances associated with the processing of these grafts. The graft was terminally sterilized using gamma radiation, within the required dosage rate, and was released sterile, as labeled. Product is designed to resorb/remodel and is replaced by host bone during the healing process.